Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the cause of the burn in the c-cover insulation and distal end plastic cover is traced to component failure. The cause of the white residues in air water channel both sides is not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited a burn in the c-cover insulation and distal end plastic cover, white residues in air water channel both sides. There was no patient involvement.